Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a coronary stenting procedure, with implantation of a 3.5 x 23 mm xience alpine stent in the proximal circumflex (cx) artery. On (B)(6) 2018, the patient became unconscious while in a vehicle with her husband. Emergency medical services (ems) was called and the patient was transported to the hospital. Upon arrival, the patient was in asystole. The patient was intubated and cardiopulmonary resuscitation (CPR), with medication administration, was started; however, the patient died. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Patient code 2484-not labeled - removed the device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience alpine, everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the patient died of causes related to pulseless electrical activity (pea). No additional information was provided.